Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height cubie drawer 4 failed to open and failed on a regular basis. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 4 was failed to open. A field service engineer (fse) attended the site after the customer reported that full height drawer 4 required assistance to open due to a triple-click issue. The fse loosened the main cabinet slide rail to resolve the problem and subsequently performed testing using the hardware test application, where the final test was completed successfully. The system functioned as intended after the field service engineer repaired the device.